Event description:
According to the initial reporter the "device was completed per standard procedure with max overlap (55mm overlap) within the fenestrated proximal body (the proximal body was a 32x109). Upon trying to pull the delivery system out of the distal body, both trigger wire release mechanisms were released (black and white) were pulled completely off the external delivery system. The gray dilator for the delivery system was retracted back to where the tip of the sheath is. The physician tried multiple times (exerting force) to pull the sheath (delivery system) out of the common iliac. Massive amounts of force was needed to pull the whole delivery system out of the patient. Something caught and pulled the entire distal graft. This resulted in the graft migrating roughly 3.5 to 4cm's. This resulted in the distal body losing almost all overlap inside of the proximal body. Distal body overlap was only one stent (17 to 20 mm) of overlap. This resulted in the ipsilateral limb on the distal body to be significantly lower than planned and resulted in the ipsilateral limb encroaching on the left internal iliac artery. Due to minimum overlap the physician placed a 30x39 esbe (lot# 8603856) to increase the overlap within the proximal fenestrated piece. This proximal overlap was ballooned with a 32 coda balloon to iron out everything."